Event description:
Large crack in foley catheter tubing at the connecting point of the catheter and drainage tubing, causing urine leakage all over the pt. This is the second reported event of this type with this same device in a short time period. Reason for use: drain urine from pt.